Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the IV set/20drop/1c/3re/3q/std/200cm/ll the wrong product was delivered.

Manufacturer narrative:
Investigation summary: 20 drops infusion set 3 active 4 c fitting mark 200 cmll 385591 - zat serial number: (B)(4). The length of the downstream (extension) tube should be 100 cm each, but the actual item delivered was 10 cm each. Root cause description: the contract was concluded for the contract with the bd company of the facility and the distributor from the overview drawing by "this specification" and the sample confirmation. When creating drawings and parts lists (product parts list including packaging materials) for manufacturing instructions, we have described the details of each raw material, bonding method etc. Originally, it is assumed that cm unit notation (100) is described and manufactured by mistake as it is in length notation (100), which should be described by converting it into mm unit notation (1,000) on the drawing for production instructions and the parts list, shipment reached without finding errors. Rationale: countermeasures: all figures, including overview drawings and manufacturing drawings, have been decided as internal rules to unify all figures in millimeters and decimal places in decimal notation. In drawing drawings and bills of materials, a checklist describing the specifications and items to be confirmed is attached, and the preparer and inspector decide to confirm the contents according to the checklist. When changing the specifications and newly registering, change to the system that is approved by the quality assurance department and technical department. Upon receipt of new product related to product specifications and acceptance of initial product at the time of revision, we decided to check not only the usual packaging and labeling confirmation, but also whether the product specification matches the actual product.

Event description:
It was reported that before use of the IV set/20drop/1c/3re/3q/std/200cm/ll the wrong product was delivered.